Event description:
It was reported that during a laparoscopic gastric bypass procedure, the blue trocar attached to the device did not have a hole in it. There was no adverse consequence to the patient. The procedure was completed with a like device.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged. The device was received with the breakaway washer present, uncut and fully loaded with staples. The device was tested for functionality and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was noted to be complete. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. As the instructions for use state, "rotate the ancillary trocar 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft."